Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device is not powering on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
The customer confirmed that they were no longer experiencing the issue. The device was not returned to stryker for investigation. The reported issue could not be verified, could not be duplicated, and root cause could not be determined. The device remains in service at the customer.

Event description:
The customer contacted stryker to report that their device is not powering on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.